Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was running and then suddenly generated an inactivity alarm stopping the pump during an infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, " pump was running and then suddenly generated an inactivity alarm stopping the pump" was not reproduced. Evaluation sent device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion tests and all tests passed. A review of the event history log revealed an infusion of continuous norepinephrine programmed at a rate of 3.7 ml/hr and a vtbi of 250 ml. At 14:22 gmt, the user restarted the infusion and confirmed flow in the drip chamber when prompted, however, the user then stopped the infusion. The pump alarmed "inactivity alarm" at 14:24 gmt. An "inactivity alarm" occurs as a part of normal pump function after 2 minutes of inactivity. The user cleared the activity alarm at 17:55 gmt and restarted the infusion. The infusion continued until july 17th, 2025 without any other occurrence of an "inactivity alarm." No conclusions could be drawn from the ehl review at this time. . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.